Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed a red x with a chirp. There was no patient involvement.

Event description:
The customer reported the device showed a red x with a chirp. There was no patient involvement. The device was evaluated by a philips field service engineer (fse) who determined that the ac power module needed to be replaced.